Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation. Patient information has been requested.

Event description:
The customer reported the device alarmed due to a data acquisition printed circuit board assembly/ analog digital converter pcb adc reference failure. There was no patient harm reported.

Manufacturer narrative:
The reported issue was confirmed by the manufacturer's field service engineer (fse). The manufacturer's fse replaced the data acquisition pcb to motor controller pcb cable to address the finding. The device successfully passed performance specification testing. The data acquisition pcb to motor controller pcb cable was returned to the manufacturer for failure investigation.